Manufacturer narrative:
Review of manufacturing history records (B)(4) found 2 pieces of this lot were released for distribution on 12/8/2016 with no deviation or anomalies. Two-year complaint history review for part number c2604 did not reveal any previous reports of this nature. Evaluation indicates the locking driver experienced a fatigue failure. Exact cause of the fatigue failure cannot be determined but is believed to be attributed to high torque application. No corrective actions are being recommended at this time. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2015-00021- 1/ 00022-1).

Manufacturer narrative:
Driver was not received for evaluation. Review of manufacturing history records found 2 pieces of this lot were released for distribution on 12/8/2016 with no deviation or anomalies. Two-year complaint history review found this to be the first report of this nature for this part number. No conclusions can be drawn. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2015-00021 / 00022) device not returned to manufacturer.

Event description:
During a procedure performed on (B)(6) 2017, the pedicle was tapped with a 6.5mm tap and upon attempted insertion of a 65mm x 40mm reform pedicle screw, ha coated the tip of a reform driver w/lock, modular (c2604) broke. The screw was removed and replaced utilizing another driver readily available. Upon insertion of another 65mm x 40mm reform pedicle screw, ha coated the tip of the second reform driver w/lock, modular broke (c2604). The tip of this driver was able to be removed and the procedure was completed with no reported delay.